Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was returned to edwards lifesciences for evaluation and the following was observed. 14fr esheath received with the loader and the 26mm commander delivery system inserted. Valve stuck inside sheath. Liner partially expanded, 8cm in length from strain relief, remaining part remains unexpanded. Strain relief damaged. Tip unopened, but tip split. Sheath hub disassembled by the engineer to remove the valve. Kink at the end of strain relief. Valve deployed by the engineer and pin hole leak observed at crimp balloon. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the evaluation of the returned device. However, a review of the DHR and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''when the commander ds was being inserted through esheath, the ds got stuck in the non-expandable area of esheath''. Additionally, per pre-decontamination evaluation, a pin-hole leak observed at crimp balloon of commander ds. As there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, it is likely that patient/procedural factors contributed to the observed leakage. It is possible that during maneuvers to advance the delivery system with thv through the sheath, and during withdrawal attempts through the sheath after insertion resistance was encountered, the balloon became damaged. Excessive force may have been used when resistance was experienced during advancement or withdrawal attempts through the sheath, causing damage to the balloon by interacting with the crimped thv, resulting in a pinhole leak as observed during evaluation of the returned device. Available information suggests that procedural factors (excessive manipulation, crimped valve interaction with balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra, in aortic position by transfemoral approach. No abnormality was detected in esheath or delivery system (ds) prior to insertion. The esheath was inserted at a steep angle. The vessel was pre-dilated with a 14fr dilator. When the commander ds was being inserted through esheath, the ds got stuck in the non-expandable area of esheath. Moreover, a bent strut was noticed by fluoroscopy. It was decided to withdraw all the system from the patient at the same time. The patient did not suffer any injury due to this event. A new 26mm sapien 3 ultra, esheath and ds were opened and prepared. The procedure was successfully performed, and the patient final outcome was good. As per medical opinion, the perceived root cause of this event might have been a user error. As per pre-decontamination evaluation, it was observed the there is a pin hole leak observed at crimp balloon of commander ds.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no. 2015691-2023-17465 and 2015691-2023-18267 reference number: (B)(4). The investigation is ongoing.